Event description:
The patient reported to the manufacturer on 01/11/2007 they could feel a burning and hot sensation around the site of the implant incision; symptoms of fever and pain also were reported. On 01/12/2007, the patient provided additional information to the manufacturer indicating they had bumped the ipg three days earlier on 01/09/2007, resulting in a loss of stimulation therapy. The patient also described the burning sensation as intense and that their patient programmer was not functional. Additional symptoms reported included on-going fever and the patient described the ipg as "sticking out towards the skin." It is unclear if wound erosion is in progress or if the unit may be flipped. The patient stated they have not seen a doctor since 1998, which is the year the unit was placed. The patient also reported an unsuccessful visit to an emergency room (date unknown) indicating the ER staff could not help him with symptoms or the reported device problem. The product had been implanted in 1998. The representative determined that no lights were visible on the patient programmer and reviewed the need for the patient to replace the 9-volt battery in the programmer in order for the unit to work. The medtronic representative redirected the patient to report symptoms to their doctor and transferred the patient to the following physician's office to schedule an appointment. Additional information has been requested from the physician. No report of device explant has been received. A follow-up report will be sent if additional information becomes available.